Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the device was failing to heat even though it had flow. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
Other, other text: h10 device evaluation results: one level 1 trauma fast flow was returned for investigation in used condition. The customer reported product problem was confirmed. Water was leaking through the cracked return tube. This was in turn damaging the pcb, which was preventing the unit from heating up. The pcb became faulty because of fluid ingression from the cracked return tube. This problem was attributed to a design issue.